Manufacturer narrative:
Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information as been requested. (B)(4).

Event description:
A nurse reported that a technician attempted to load a lens into the wrong cartridge during an intraocular lens (iol) implant procedure. This resulted in a scratched lens. There was patient contact, but no harm was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
According to the surgeon, the scrub tech pre-loaded the iol in a cartridge that was too small. When the iol was inserted, the surgeon saw it was creased and explanted it. It was replaced with a new iol loaded into a larger cartridge and the rest of the surgery went without complication. There was no impact on the outcome of the surgery.

Manufacturer narrative:
Product evaluation: the lens model associated with this complaint is only qualified for use in a specific cartridge. The root cause for the reported mark on the lens is related to a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).